Manufacturer narrative:
Device evaluated by mfg.; health impact code corrected additional narrative: philips has investigated this complaint. It was confirmed that there was no harm to the patient and that the system was repaired by the customer's third party provider. The customer has not disclosed any further details regarding the resolution of this issue. Philips did not receive any subsequent calls regarding this system or issue. Health impact code and device evaluated by manufacturer have been corrected.

Event description:
It has been reported to philips that a patient was hospitalized for a cerebral infarction and a cerebrovascular examination was performed according to the doctor's advice. The patient was sent to the intervention room for cerebrovascular examination at 8:23 on (B)(6) 2023. After the puncture of the patient's right femoral artery was successful at 8:40, the mobile x-ray system was found to be faulty and the display screen could not display angiography images. The physician was able to complete the angiography procedure, remove the guide wire and the hemostasis was compressed. The patient returned to the ward safely and was discharged on (B)(6) 2023. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. There was no report of actual harm to the patient. The philips service engineer inspected the system and confirmed that the mobile x-ray system was found to be faulty, and the display screen could not display angiography images. It was confirmed that hospital rejected service quotation sent by philips to repair the device. No further action was performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Corrected data: additional narrative; device evaluated by mfg.; health impact code. Corrected additional narrative: philips has investigated this complaint. It was confirmed that there was no harm to the patient and that the system was repaired by the customer's third party provider. The customer has not disclosed any further details regarding the resolution of this issue. Philips did not receive any subsequent calls regarding this system or issue. Health impact code and device evaluated by manufacturer have been corrected. The catalog item identifier, reporting address line 1 and the reporting address city have been updated.